Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message "error rom" during priming of the system. No harm to any person has been reported. A getigne service technician was on site on 2021-12-02 to repair the affected rotaflow (serial#(B)(6)). The technician confirmed the reported failure and replaced the rf (rotaflow) control board pcba kit (material#701034051). After the replacement the device is working as intended. The affected rf (rotaflow) control board pcba kit (material#701034051) was sent back to manufacturer for further investigation. On 2022-03-08 the getinge life-cycle-engineering department could reproduce the reported "error rom" on the control board. The most probable root cause could be determined as a defective flash memory (ic8) on the control board, which could have caused a sporadic error in data retrieval. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on (B)(6) 2022 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that a rotaflow displayed the error message ¿rom error¿ during priming of the device. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.